Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cubie drawer failure, required maintenance . The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer dialed into the system remotely and successfully assisted customer in resolving the issue of a pocket not appearing on the bus. The system functioned as intended after the field service engineer troubleshot the device.